Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had a button error alarm. The customer stated they were unable to clear the alarm with the esc and act button. Customer stated they did not press any buttons for three minutes or longer. Customer was advised to disconnect from their insulin pump. No additional information provided.

Manufacturer narrative:
The insulin pump alarmed button error and had intermittent act, up and down buttons response due to corroded keypad traces. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.